Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the customer, a biomedical engineer. Physio has made multiple attempts to contact the customer regarding the status of their device but has not been successful. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.